Event description:
An ophthalmic surgeon reported that during surgery, the probe luer on the console got broken off. A second console was used to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).